Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an interference and noise in the image. The issue was found during preparation for use for a general surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the r-unit (charged coupled device) is broken. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore image issue occurred. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
See h11 for device evaluation results.